Event description:
A customer reported receiving an "error 4" message on his freestyle freedom blood glucose meter. As a result, the customer reported on (B)(6) 2011 at approx. 10:30 am he experienced symptoms of "felt weak, sweating, felt like he was going to pass out." The customer self-presented to a health care facility where he was treated with unspecified intravenous fluids. No diagnoses were reported. The customer also reported self-treatment with a sugar packet. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The returned meter was tested. Control solution testing was performed. All results were within range specification and no errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.